Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided..

Event description:
It was reported that a skin irritation caused by the adhesive had occurred while wearing the pod for an unknown amount of time. The patient's mother stated that they have been using prescribed steroid cream to help the site. According to the patient the site was red and irritated.